Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general) menstrual bleed would start suddenly and last very long.") In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pregnancy. Concomitant products included levonorgestrel (mirena). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract, more then normal amount of utis"), vaginal infection ("vaginal infection"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse") and back injury ("back injury"). The patient was treated with surgery (to remove the essure implant). Essure was removed in june 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, cystitis, urinary tract infection, abdominal pain and back injury outcome was unknown and the vaginal infection, abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, back injury, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract infection and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication. Events abnormal bleeding (general) menstrual bleed would start suddenly and last very long., dysmenorrhea (cramping), bladder infection, urinary tract, more then normal amount of utis, vaginal infection, cramping , abdominal pain, painful intercourse, back injury and plaintiff did not undergo essure confirmation test added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformities data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.